Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Blood pressure dropped significantly and a pericardial effusion was noted via transesophageal echo. Pericardiocentesis was performed and 400 cc of fluid was removed. The patient stabilized and pericardial effusion resolved. Pericardial fluids were re-administered to the patient and extubated the following morning. The patient was discharged from the hospital.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Blood pressure dropped significantly and a pericardial effusion was noted via transesophageal echo. Pericardiocentesis was performed and 400 cc of fluid was removed. The patient stabilized and pericardial effusion resolved. Pericardial fluids were re-administered to the patient and extubated the following morning. The patient was discharged from the hospital. It was further reported by the patient that he received the watchman closure device due to his atrial fibrillation. He stated that he spent 3 days on a ventilator in the hospital and was in the hospital for 10 days total. He stated for a month and a half post procedure he could not get out of bed and continued to need oxygen 24 hours a day until about a month ago. The patient stated that he had to go to the hospital in (B)(6) and (B)(6) 2020, to draw the fluid off and then was hospitalized in (B)(6) 2020 for fluid buildup in his lungs. He stated he was in the hospital for 18 days. The patient said fluid was pulled from him and he was put on dialysis every other day. The patient reported that after his hospitalization in (B)(6) 2020, he then went to the dialysis center for one month and now is doing peritoneal dialysis at home nightly since (B)(6) 2021. He stated he has stage 4 kidney failure. The patient reported that he did have renal issues prior to his watchman procedure, however, it was worse after that.